Event description:
On may 15, 2008, it was reported to boston scientific corporation, that on the previous month, a procedure using a prolieve thermodilatation kit to treat benign prostatic hyperplasia (bph) occurred on a male patient (age and weight unknown). According to the complainant, the physician had difficulty placing the prolieve system kit catheter. The physician then used a scope to advance the wire into the bladder and placed the catheter over the wire. Reportedly, after the procedure, the pt was unable to void and was catherized. The physician irrigated the bladder and noticed "substantial" bleeding. The pt was then taken to the hospital and remained until the following five days. Repeated attempts to receive updates on patient's condition post hospitalization have been unanswered.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.